Event description:
A caller reported experiencing a tandem mobi cartridge alarm with no adverse impact on their blood glucose level. The issue was identified as cartridge alarm 35, confirmed by technical support. As a corrective measure, technical support arranged for a replacement pump to be sent to the customer. The caller was instructed to return the faulty pump within 10 days using a provided return box and pre-paid label. Additionally, the caller received guidance on placing the pump into storage mode and was advised to program their settings and connect their cgm to the new pump. The customer acknowledged and understood all instructions provided.